Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (u2105031), and no non-conformance was identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3, b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the date of event and event description have been updated accordingly.

Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device was working intermittently and had a bad cord. The same device was used to complete the procedure as it was working on occasion with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was received and evaluated in juarez laboratory. Visual inspection revealed that the electrode was in normal condition but with marks of blood residues. The suction tube showed saline residues. For the electrical testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. Visual inspection revealed that the device has not been returned in its original packaging. Also, evidence of blood staining visible on handpiece, confirming the initial evaluation. The active tip of the device showed some signs of debris and dried fluid at the distal tip, but no obvious signs of activation. There was no residue or blockage visible in the suction tube. Some signs of dried saline visible within the suction tube. The device has been sent back with the entrall adapter in the open position, with no damage visible on the adapter or the suction tube. Finally, visible damage to the device shaft, handle, cable or plug. The device failed the hipot test and when operated on ablate mode, an error of ¿output shorted¿ would appear on the generator, no issues were recorded when using the coag mode. The ¿hipot failure¿ and ¿output shorted¿ error will be due to a direct path being created between the active and return circuits. A DHR review has been performed for lot u2105031 which was manufactured in june 2021; no issues (ncr¿s or deviations) with the manufacturing process have been identified. From our investigation we were able to confirm the customer reported issue. The failure mode seen was consistent with other complaint devices being investigated under CAPA. The likely cause was insufficient glue application between active tip and active suction assembly during the manufacturing process. In an effort to further investigate the root cause and identify any corrective actions a CAPA investigation had already been initiated. As detailed in control plan, all c90 electrodes are 100% flow tested, hipot tested, electrically & functionally tested as part of their product test regime; therefore all reasonable containment already established are still in place. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown surgery on an unknown date, it was observed that the vapr coolpulse90 electrode device was working intermittently and had a bad cord. The same device was used to complete the procedure as it was working on occasion. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.